Event description:
It was reported that during the implant attempt, the guidewire got stuck inside the lead. It took the physician twenty minutes to finally separate the wire from the lead. After wetting the guidewire with saline solution, the wire did go through the lead after multiple attempts. The physician decided not to use that lead after having to pull it apart from the wire. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.